Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
The peritoneal dialysis (pd) patient contact reported to fresenius that this patient had a previous event of peritonitis. There were no reported allegations that this event was caused by fresenius products. In additional follow-up with the patient¿s pd nurse, it was reported that the patient was experiencing symptoms of abdominal pain and cloudy pd effluent. As a result, the patient was seen in the outpatient pd clinic on (B)(6) 2025 and had a pd culture obtained. Per the nurse, the pd culture revealed growth of the bacteria staphylococcus chonii. The patient was initiated on a 21 day course of antibiotic therapy utilizing vancomycin and ceftazidime (per clinic protocol) intra-peritoneal (ip) for a diagnosis of peritonitis on an outpatient basis. The patient is reported to be recovering from the event and continued pd with the same cycler. The patient¿s nurse confirmed that the patient did not have any fluid leaks or issues with fresenius products in relation to the peritonitis event. The nurse indicated the peritonitis was due to patient breach in aseptic technique.

Event description:
The peritoneal dialysis (pd) patient contact reported to fresenius that this patient had a previous event of peritonitis. There were no reported allegations that this event was caused by fresenius products. In additional follow-up with the patient¿s pd nurse, it was reported that the patient was experiencing symptoms of abdominal pain and cloudy pd effluent. As a result, the patient was seen in the outpatient pd clinic on (B)(6) 2025 and had a pd culture obtained. Per the nurse, the pd culture revealed growth of the bacteria staphylococcus chonii. The patient was initiated on a 21 day course of antibiotic therapy utilizing vancomycin and ceftazidime (per clinic protocol) intra-peritoneal (ip) for a diagnosis of peritonitis on an outpatient basis. The patient is reported to be recovering from the event and continued pd with the same cycler. The patient¿s nurse confirmed that the patient did not have any fluid leaks or issues with fresenius products in relation to the peritonitis event. The nurse indicated the peritonitis was due to patient breach in aseptic technique.

Manufacturer narrative:
Clinical review: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, currently there is no objective evidence that a liberty cycler set malfunction or product deficiency caused this event. Peritonitis is a well-documented complication in pd patients. Based on the information obtained, the event of peritonitis attributed to patient breach in aseptic technique, as reported by the pd nurse. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.